Event description:
It was reported that during a cartridge change, the user was unable to proceed at the fill tubing step because the on-screen button was grayed out and the device interface would not allow exit from the menu; the user restarted the ilet via the app and then completed the cartridge change without further issues. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and successful completion of the procedure after restart. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed a transient user interface or software responsiveness issue that resolved with a device restart, with no alerts or alarms and no recurring malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent software or ui state anomaly remediated by reboot.